Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found cut tubing at vacuum chamber 11(vc11) leading to port 79. The fse replaced the tubing at vc 11 to resolve the leak. (B)(4).

Event description:
The customer reported a leak of clenz (cleaning reagent) from the back of the lh750 instrument. The volume was reported as less than 20 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event.